Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: confirmed that the 3 events occurred during 3 separate procedures. The lot number is not known for any of the devices. There were no adverse patient consequences reported to him. Confirmed that no product is available for analysis. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m . This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
It was reported that a patient underwent an total knee procedure replacement on an unknown date and barbed suture was used. Over the past week the user had approximately three of these sutures break with minimal force upon pulling through the quad tendon during closure. No adverse patient consequences were reported. Additional information was requested.